Manufacturer narrative:
Method: device not returned for evaluation. A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The involved device was not returned for evaluation consequently, a direct product analysis could not be performed. A review of the manufacturing and sterilization records verified that all pre-release specifications were met. There are many complex clinical variables, such as patient condition, that may have caused the reported infection. However, there is no available evidence that the reported event was related to a product malfunction or defect. Infection is a well known risk with surgery and is identified within the instructions for use as a possible adverse reaction with the use of any tissue deficiency prosthesis. The gore dualmesh biomaterial is supplied sterile for single use only. The IFU clearly instructs the user: "to help maintain strict asepsis during surgery, special precautions and extremely careful preoperative site preparations are necessary. When operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material." The IFU also identifies the possible adverse reactions with the following statement, "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence" which are consistent with the anticipated, potential complications associated with the surgical procedure itself. All available information has been placed on file for use in tracking, trending and follow-up.

Event description:
It was reported to gore that a patient underwent a hernia repair in which gore dualmesh plus biomaterial was used on (B)(6) 2003. It was further reported to gore that on (B)(6) 2009, the patient underwent a second procedure to determine why the wound from the previous surgery was not healed whereby the implanted device was reported by the patient to have deteriorated and was subsequently removed.